Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and commanded automatic capture tests were unsuccessful. The patient suffered from a pericardial effusion due to a suspected rv lead perforation and was admitted to the hospital. A chest x-ray was planned. Attempts to obtain additional information were unsuccessful. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.